Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 04:40:02 on (B)(6) 2025. At 12:04:42 on (B)(6) 2025, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and CPR/motion artifact. At 12:06:20, the patient received the inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with intermittent cardiac activity and CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with intermittent cardiac activity and CPR/motion artifact. The device was shut down at 12:23:15 on (B)(6) 2025.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.